Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: contralateral traumatic rupture (non-device related) and "siliconomas."

Event description:
Healthcare professional reported right side capsular contracture baker grade ii and "siliconomas". The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Silicone migration: unable to observe, as it is a medical event. That is not related to the device. Granuloma: unable to observe, as it is a medical event. That is not related to the device lot number in the patch: 2269015.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade ii. And "siliconomas". The device has been explanted and replaced.